Event description:
Complaiinant alleged that the device went blank while the medics were monitoring a patient (age and gender unknown) after transport by ambulance to the hospital's emergency department. The emergency department clinicians were able to obtain their department's device to monitor the patient.the complainant indicated that their was no adverse effect on the patient as a result of the reported malfunction